Event description:
Baxter (B)(4) received a report that an infusor's pink coiled cap was cracked. The condition was observed during patient infusion and was not seen during the filling of the device. The device was filled with a solution containing fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap was cracked along the top area of the cap. The cause was determined to be excess stress on cap and interference between the housing and the cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.